Event description:
Patient reported experiencing elevated blood glucose (approx 400 mg/dl), for approximately 8 hours, which patient was unable to decrease by bolusing. Patient attempted to resolve the concern by changing all of the device accessories; however, patient was still unable to lower blood glucose. No error messages were generated by the device. Patient then switched to their back-up device, and within 3 hours their blood glucose had returned to normal (150 mg/dl).